Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with symptoms of chest discomfort and respiratory distress. The presenting electrocardiogram shows one ventricular undersensing drop beat on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.